Event description:
It was reported that the patient experienced recurring incontinence since summer 2020 with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was removed and a new aus was implanted. There were no device malfunctions associated with the explanted device. The procedure was successful and patient did not experience any further adverse events.